Event description:
It was reported that prior to starting a da vinci prostatectomy surgical procedure, it was noted that the prograsp forceps instrument would not respond to master controller movements. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cables broken at the proximal end. The pitch cables were loose at the distal end but showed no damage. The blue housing was removed and found the pitch cable broken at the clamping pulley. No other damage was found. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .249 - .043 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.